Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection approximately three weeks post implant of the implantable pulse generator (ipg) system. The ipg system was explanted. No further patient complications have been reported as a result of this event.